Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer experienced an elevated blood glucose (bg) level 48 mg/dl. Customer declined to troubleshoot the issue with tandem technical support.